Manufacturer narrative:
(B)(6). Expiration date - unknown due to unknown product code and lot number. UDI - unknown due to unknown product code and lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown product code and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved destination r2p was used during the procedure. The physician was planning a bilateral renal covered stent via the left radial approach. All r2p products utilized during the case were: 1- 6f slender akit, 1- 119cm destination slender, 1- 400cm stiff glide wire, 1 260cm gw advantage, 1, 4x20x200 r2p metacross, and 1 reg-tr-band. The case was successful, and the bilateral covered stents were placed by the physician without issue. Upon the placement of the tr band, it was noticed by the staff that the patient had a moderate size hematoma on the external left shoulder. The physician marked the hematoma and noted that it was controlled. The physician did not think it was anything product related or radial access related due to the access site appearing normal. The estimated blood loss was greater than 250cc. The outcome of procedure was successful. However, post procedure the patient expired due to bleeding complications. Additional information was received on 07may2020. The hematoma was not measured. Visually the hematoma was approximated to be baseball size. The physician marked the hematoma, after time it was noted to not have traveled. The physician was not making any allegations against any terumo products that may have caused this event. At the time, the procedure went well and was successful with no terumo product issues. This was a subsequent event after the fact, the patient passed approximately eight hours after the procedure had ended. Additional information was received on 19may2020. The physician stated she bled out; however, not from the access site. The patient's other comorbidities were severe hypertension. The physician believed the hematoma was procured during initial wire access up the arm, and it could have perforated a small vessel. There were no issues advancing or removing the slender destination sheath.

Event description:
Additional information was received on 08jun2020. The initial wire was more than likely the general wire that comes with their surgical pack. There were many products used. The stiff gw 400 cm was not opened until midway through the procedure and the advantage gw was opened sometime after the start of the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Per the complaint description, the physician stated there were no issues advancing or removing the devices and there was no spasming noted during withdrawal of the r2p destination. This confirms that the r2p sheath was not the cause of the hematoma at the access site. Based on additional information received from the customer, the physician believes the hematoma might've been caused by a guidewire that perforated a vessel during access; it was confirmed that the guidewire was not a terumo product. The physician had determined that the patient expired due to bleeding complications not related to the products used on the patient. The cause of the adverse event was determined by the physician as being a bleeding complication not related to the terumo products used on the patient. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.